Event description:
It was reported that the patient had a dural leak from a catheter that was placed for a trial. The patient experienced a headache and nausea. The patient had a blood patch and was doing fine at the time of report. It was noted that the patient had not moved onto implant at the time of report. The catheter was not buried with an internal anchor, but was externalized and anchored on the outside for removal without further surgery. No drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported at the time of the event the patient received hydromorphone. It was also noted it was an extended trial and the patient received multiple medications. The post dural puncture headache had nothing to do with the medications. The issue was identified with physical exam, the day after placement of the catheter. As previously reported, the patient had an epidural blood patch. It was also reported there were catheter or catheter segments left in the patient not in use. No further information was provided.